Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was experiencing issues with his new sensor and needs to change it. After removal, the caller stated that the customer¿s sensor was bent. The customer¿s blood glucose was 400 mg/dl at the time of the incident and is currently 115 mg/dl. The caller declined troubleshooting for the high blood glucose. The pump will not be returning for analysis. The sensor will be returning for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.